Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger/modem was unable to power up. The cause for the failure was isolated to a damaged power supply connector. The connector pins were recessed. The root cause for the recessed connector pins could not be positively identified but was likely excessive force. No adverse event resulted from the damaged power supply connector.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger/modem was not powering up.